Event description:
Customer reports, during annual physicist review of the table, dose rate was found to be 10.3r/m.

Manufacturer narrative:
Field service engineer confirmed dosage over 10r/m and adjusted fluoro output from 10.3r/m to 9.0r/m. A review last service record, from may 2010 shows the dosage was checked by fse and found to be under 10r/m. A review of cts shows no other dosage issues reported. Unit was returned to full service by the customer. No further investigation needed at this time.